Event description:
Reporter states that he has multiple metal implants and rods/screws in his body attached to his skeleton, and that he has had a series of MRI's without any issues. He stated that when he went for his MRI yesterday ((B)(6) 2018), while in the machine, he felt as if he was being cooked from inside out. According to reporter, the heat was such that he had to be pulled out of the machine few minutes upon completion. Reporter says the technician on duty told him the reaction he was having was due to all the metals in his body. According to reporter, he had never felt this way before and found it to be a very strange experience. Reporter says he would like to know what actually happened and the after effect of such reaction to his body. For as reporter explains, the hospital staff never gave him any explanation.